Manufacturer narrative:
The reported events were failure to separate and low defibrillation impedance. As received, a complete lead was returned in three pieces. Visual examination found an external insulation abrasion breaching the right ventricle cables lumen with an abrasion noted to one of the cables etfe cable coating, consistent with friction to the device can. Impedance test was not performed due to the condition of the lead as received. The cause of the reported event of low defibrillation impedance was due to the exposure of the right ventricle conductor cable in the abrasion zone.

Event description:
Related manufacturer reference number: 2017865-2023-19494. It was reported that high voltage (hv) lead impedance trend showed an abrupt change from normal range to low out-of-range measurement. The patient was asymptomatic. The patient was brought to the lab for laser right ventricular (rv) lead extraction. During the extraction, the left ventricular (lv) lead was inadvertently dislodged in the process, as the leads were adhered together. The leads were replaced. The patient was in stable condition.